Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had an episode of ventricular fibrillation, no shock was delivered and the patient is in the hospital with pulseless electrical activity. It was further noted there was a charge circuit timeout and the device had triggered elective replacement indicator (eri). Additional information obtained from the clinic indicated the patient¿s device had triggered eri approximately one year prior and as the patient was pacemaker dependent, a generator change was advised. The patient did not return for follow up. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.